Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation and the reported failure was not confirmed. The device is unknown whether the product meets the specifications. However, since it is marked as "fractured" and ¿reused,¿ it is highly likely that it does not meet the specifications. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The event can be prevented by following the instructions for use which state: the use of damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings may cause infection, toxic shock, electrical, mechanical and thermal injury and/or unintended nerve stimulation. Even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. The product is for single use only and delivered in a sterile condition. Reuse, reprocessing or resterilization may lead to malfunction of the product and/or injury of the patient and/or the user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a tcris (trans cervical resection in saline) procedure, the electrode cutting loop was cut off. Additional information received that the physician spent a significant amount of time searching for the broken metal ring and failed to find it. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. Further, a follow-up ultrasound and CT (computed tomography) exploration was performed with no success. The procedure was completed with the same device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.